Event description:
After 1 year of implantation, programmer displayed the current battery impedance as being equal to 5,6 kohms.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.